Event description:
Cytologist was attempting to inoculate a 12b vial with a fine needle aspirate from a liver abscess when the syringe came apart from the needle. The vial contents were forced out through the needle in a jet which sprayed into her face and eyes.